Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hernia procedure, during insertion of device on the skin, one trocar's balloon physically broke and one trocar leaked gas/air. Surgeon changed to a new one to complete the case. There was no patient injury.